Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The patients clinic was notified that the patient's right ventricular (rv) lead had triggered an alert for "ventricular defibrillation impedance out of range" when the rv defibrillation coil impedance exceeded the programmed upper alert threshold. Additionally it was noted that the rv lead displayed high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.